Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, watertightness of the video connector case not maintained, b30 (scope communication error) occurs in the image, curved rubber scratched, curved rubber adhesive missing, operation heavy when the operation part angle fixed, video connector damaged, scratches found on the video connector case, video connector case cracked, scratches found on the operation part, scratches found on the grip, scratches found on the up/down plate, scratches are found on the right/left plate, scratches found on the nigiri cover, scratches found on the universal cord, scratches found on the light guide connector, scratches on the light guide cover glass surface, and lock engagement lever discolored. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope having air/water leakage. Upon inspection and testing of the returned device, the scope exhibited b30 (scope communication error) occurs due to dirt on the electrical contact of the video connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable the customer's reported issue was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.